Manufacturer narrative:
The reported event could be confirmed, since the screw has missing features as described in the event description. The device inspection revealed the following. The advanced locking screw was returned together with the original cardboard box. The visual inspection has shown that the hexagon recess is missing as complained, in addition it was detected that the left-hand thread at the head is missing too. The visible damages, scratches, were very likely caused by unsuccessful attempts to use the screwdriver. A review of the device history for the reported lot did not indicate any abnormalities. The lot in question was manufactured in february 2025 with a lot size of (B)(4) pieces and we are not aware of any other complaint of the same nature for the reported lot number. There is at this point no indication that other devices are also affected by the same occurrence. Based on investigation, the root cause was attributed to a manufacturing related issue. The evaluation has shown that the hexagon recess and the head thread are missing at the returned advanced locking screw as not all steps were carried out as required during the manufacturing process on this individual screw. A nc (non-conformity) was opened at the manufacturing site to address this event. If more information is provided, the case will be reassessed.

Event description:
As reported: "the hexagonal head of the advanced locking screw was missing so that the driver could not be used. The surgeon used another advanced locking screw and finished operation."

Event description:
As reported: "the hexagonal head of the advanced locking screw was missing so that the driver could not be used. The surgeon used another advanced locking screw and finished operation."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.